Manufacturer narrative:
The reliability analysis inspected one opened and or used enlite sensor and found sensor broken with missing parts. Unable to confirm customer received sensor damaged due to customer having returned the sensor opened and or used. The needle anomaly was unable to be confirmed due to customer not returning needle. The adhesive anomaly was unable to be confirmed due to opened and or used sensors.

Event description:
The customer reported via phone call of issues with lost sensor alarm. The customer's blood glucose level at the time of incident was 123mg/dl. The customer states the pump is not communicating with the transmitter. The customer was advised the pump is no longer receiving data from transmitter. Troubleshoot was conducted. The customer states the cannula was missing. The customer was advised the sensor would be replaced and returned for analysis. The customer also mentioned issues with two other sensors. The customer states the sensors did not have any sticky stuff on them. The customer states they had discarded the sensors.